Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Friction was encountered during the delivery of this pipeline flex device with shield technology (ped2). Patient had vasospasm in the proximal internal carotid artery around the non-medtronic microcatheter it was reported the patient remained asymptomatic with modified rankin score of zero.

Manufacturer narrative:
Additional information, device evaluation the reported pipeline flex embolization device with shield technology (ped2) was received stuck within a microcatheter lumen. Further examination found the ped2 pushwire to be bent at 20cm from the proximal end, and stretched at the distal hypotube. The ped2 braid was also found damaged with fraying on both ends and distal segment not opened. No other anomalies were observed on the received device. Based on the product analysis, the report of ped2 braid did not open at the distal segment was confirmed, and attributed to the braid damages. The observed damages on the ped2 most likely happened when high force or excessive friction encountered during delivery of the ped2. The patient's moderately tortuous anatomy could have contributed to friction and need for high force. The ped2 instruction for use states" caution: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not been received. Therefore product analysis cannot be performed and the reported clinical experience cannot be conclusively determine. Should the device be received for evaluation, addition information will be provided in a follow-up report. Linked MDR's 2029214-2017-01343. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device foreshortened after it was deployed across the patient's aneurysm neck during a flow diversion procedure. A second pipeline flex with shield device used to telescope the foreshortened device failed to open at the distal segment. When attempting to remove the foreshortened pipeline, a vessel dissection in the proximal carotid occurred. The devices were used to treat a patient's saccular aneurysm located at the internal carotid artery. The aneurysm measured 23.8 mm in max diameter and 7.04 mm in neck width. The distal and proximal landing zone artery measured 3.89 mm and 6.35 mm/3.89 mm respectively. Vessel tortuosity was described as moderate. It was reported the devices were prepared as indicated in instruction for use. It was determined the 5 mm x 14 mm pipeline flex with shield device was the indicated size for the patient's aneurysm. This device was successfully deployed, the pipeline foreshortened leaving minimal anchor points distal to the aneurysm. The second pipeline flex with shield device 5 mm x 20 mm was used to telescope through the deployed device. The device was resheathed 2 or less times. The proximal segment of this device was positioned at a bend. After more than 50% of the pipeline was unsheathed, the distal segment did not open. While retrieving the unopened pipeline, it moved the deployed pipeline into the aneurysm. After the unopened pipeline device was successfully removed from the patient, attempts were made to snare the first device that was in the aneurysm. The efforts were unsuccessful and vessel dissection of the proximal carotid occurred. Coils and vessel plug ( unknown manufacturer) were used for treatment at the level of the aneurysm, resulting in an internal carotid artery occlusion.